Event description:
Event description cpi received information that a recently implanted ventak mini ii implantable cardioverter defibrillator (ICD) exhibited intermmittent double-counting of a chronic pacemaker system. The ICD was counting both the atrial paced and ventricular paced events.